Event description:
It was reported that patient presented with an inflatable penile prosthesis (ipp) that was not working. The ipp was explanted and replaced with a new ipp. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that that patient presented with an inflatable penile prosthesis (ipp) that was not working for the patient, as the original implant was undersized, and the patient needed a larger implant. The ipp was explanted and replaced with a new ipp. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.